Event description:
A system error (se) 2367 alarm occurred on the homechoice (hc) during dwell 3 of 6. The technical service representative (tsr) had the home patient (hp) cycle the power to press go to start and had the hp disconnect and remove the cassette. The tsr assisted the hp to clear alarm and advised to contact the registered nurse (rn). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient (hp) on (B)(4) 2013 regarding reported problem. The hp stated they checked everything and tehre was nothing different with the supplies. They stated there was nothing loose, no cuts or leaks identified. They stated there were no disconnections and they themselves did not disconnect. The hp stated they did start over with new supplies and they no longer have samples available for evaluation.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up MDR will be submitted if additional relevant information is received.